Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 143 mg/dl. The customer was playing softball and left the insulin pump on the bench. When they went to pick up they noticed that the device was in a small mud puddle. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. Moisture damage was noted on the electronic and motor assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.